Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, flicking in the image due to defective cable unit, corroded coupler, remote switch 1 malfunction due to defective charged coupled device unit, o rings inside the device found in dirty condition and dot in image. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the hd autoclavable camera head exhibited disturbed image while connected. It was reported that the camera head cable connection at the telescope attachment end had issue due to which the image was not displaying properly. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Additional information was received from the customer.

Event description:
The event was discovered during a retrograde intrarenal procedure. The patient was inside the operating room but was not involved and no injury happened. There was no delay and the procedure was completed successfully with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a flickering image due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.